Event description:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters; therefore, this event is no longer considered reportable.

Manufacturer narrative:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters; therefore, this event is no longer considered reportable.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site due to migration and a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.